Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 400cc mentor memorygel left breast implant and a unspecified gel breast implant experienced bilateral rupture post procedure. As a result, patient underwent bilateral removal and replacement with 360cc mentor smooth round moderate classic profile memorygel breast implants on (B)(6) 2019. This report is for the right sided device. See 1645337-2020-00461 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 1/17/2020, date of event was updated to (B)(6)2019. Patient experienced left sided capsular contracture baker grade unknown and rupture post procedure. Right sided implant experienced no signs, symptoms or patient involvement and no rupture post procedure. Reason for device explant and/or reoperation: exchange of implant. Manufacturer¿s reference number: (B)(4).